Manufacturer narrative:
The complaint of redness and inflammation at the PICC site is inconclusive due to the nature of the complaint. The power PICC solo was returned for eval, but no defects related to the manufacturing process were noted on the complaint sample. The PICC was flushed and pressurized with water, but no leaks were detected from the product. The exact cause of the reported incident is unk. A chr of lot #resl0673 showed no other similar product complaint(s) from this lot.

Event description:
Line placed, removed, dressing change for about a month, warm pack to site (for redness), no blood return from purple port, upper arm swollen, activase used for occlusion, PICC used for magnesium infusion, then pulled after redness noted at approx 3 1/2 hours into infusion.